Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit # (B)(6). The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the disposable set was not returned for evaluation. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. The analysis of the rdf did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (adjustments, changes in pump speed, substate changes, etc.) During the procedure that corresponds with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leuko reduction failure is donor related.